Event description:
Concomitant devices reported: radiolucent insertion handle frn (part# 03.033.001, lot# l750731, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated concomitant device. D4: lot number; d10. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.523. Lot: l759641. Manufacturing site: bettlach. Release to warehouse date: 19. Apr. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. H3, h6: a product investigation was conducted. Visual inspection: the driving cap/ threaded (part # 03.010.523, lot # l759641, mfg # 19-apr-2018) was received at us cq with the distal tip of the device broken off at the start of the distal portion and stuck within the insertion handle (part# 03.033.001, lot# unknown.) This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are not accessible. Document/specification review: the relevant drawing(s) was reviewed; the material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the opened femoral recon nail (frn) set was discovered with the impaction device broken off into the insertion handle. There was no patient involvement. Concomitant medical products reported: radiolucent insertion handle frn (part# 03.033.001, lot# unknown, quantity# 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).